Event description:
It is reported that the patient was revised due to loosening and implant breakage.

Manufacturer narrative:
The primary operative notes were reviewed with no significant findings. The revision operative notes state that the patient previously had a 14mm articular surface, and was revised to a 20mm implant. The patella was previously a 32mm. The notes state that the post fracture led to the gross instability. X-rays were provided, but were of severely low resolution and no conclusions could be drawn; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence there to is unknown. A definitive root cause cannot be determined with the information provided. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. As received, the articular surface exhibits a fractured post, as well as pitting, wear, yellowing, oxidation on the contact surfaces and severe backside wear. The patella exhibits significant damage; a chunk of polyethylene has been worn away from one edge, where there is also yellowing and the beginnings of oxidation. It is unknown how long the articular surface post was floating in the joint space and/or the damage it may have caused while in vivo.